Manufacturer narrative:
(B)(4). Information was not provided by the contact. Batch # l51r51. The analysis results found that the atw35 device was received with a tr35w cartridge reload unfired present. The device was tested for functionality with the returned reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that prior to an unknown procedure, after opening the package, the reload was found separate from the device. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.